Manufacturer narrative:
(B)(4)

Event description:
It was reported a patient received inappropriate therapy. Morphology and interval stability was misdiagnosed. Programming changes were planned to be made. The patient will continue to be monitored with routine follow-up.